Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited noise and pace impedance measurements of 200 ohms. The noise was able to be reproduced with arm movements. A chest x-ray did not reveal any significant findings, however the physician believed that there was a fracture on the lead in the clavicle area. A revision procedure was performed. During the revision procedure when the ra lead was tested on the pacing system analyzer (psa), noise was also able to be reproduced. Subsequently the ra lead was surgically abandoned and the pacemaker was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.